Manufacturer narrative:
Section e3: corrected manufacturer's investigation conclusion: the reported event of damaged modular cable could not be confirmed through this evaluation. It was reported the damaged modular cable issue led to the replacement of both the system controller and modular cable. Log files were provided and data from (B)(6) 2024 was reviewed. The system operated within the patient speed limit value (5,700 rpm) and low speed limit value (5,500 rpm). The pump appeared to operate as intended with stable values. Attempts were made to obtain additional information from the customer regarding the lot number and product return status; however, no additional information was provided. A root cause of damaged modular cable issue could not be determined. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low voltage alarms and stated that the alarms would stop without a battery or power source exchanged. The modular cable and system controller had tape and were noted to be banged up. The modular cable and controller were exchanged, and log files were submitted to see if there were issues with either of the products. The submitted log files did not capture any low voltage alarms as it might have been purged by pulsatility index (pi) events. The log file captured clusters of pi events on from (B)(6) 2024. Despite the reported banged up modular cable and controller, there was no evidence of any type of electrical percutaneous lead conductor issue in the log file. The driveline tear was cosmetic only. Otherwise, there were no notable alarm conditions or parameter changes.